Manufacturer narrative:
A field service engineer (fse) was dispatched and evaluated the device. The fse found the lead screw in the reagent syringe drive was loose at the coupler. The fse replaced the syringe drive assembly to resolve the issue.

Event description:
The customer reported the unicel dxc 600 pro synchron system generated suppressed results (results not generated) flagged with out of range high and blank absorbance high errors on multiple cartridge chemistries (cc). One false low tbil (total bilirubin) was generated. The customer repeated the test on another dxc instrument and obtained a higher tbil result. Review of data through remote management system (rms) shows erratic qc (controls) occurred on the day of the event, for multiple cartridge chemistries. There was no impact to patient treatment. The result was not reported outside of the lab.